Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported the hand piece becomes too hot to hold and the voltage is too high. There was no patient consequence. No further information is available.